Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. It was reporter that the pump was very hot to the touch. The battery also was hot when it was removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/21/2014. Device evaluation:the device has been returned and evaluated by product analysis on 04/07/2014 with the following findings: the battery was not returned with the pump. The pump powered on with vibratory and audible sounds. An ¿ezprime¿ sequence was successfully completed. A review of the pump¿s black box showed no unusual fluctuation of the voltage. During testing, the pump¿s currents were found to be within specification. No overheating occurred during the evaluation. The pump cover was removed and no evidence of loose components or moisture contamination was found inside the pump. The temperature issue could not be duplicated during the investigation. Unrelated to the complaint, evaluation revealed that the display screen was discolored; the display screen was still able to be safely read. Also unrelated to the complaint, a crack was observed at the battery compartment.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.